Event description:
Reporter rec'd an er1 message 1-2 days ago on his surestep meter. He retested and is uncertain of the exact result but states his usual blood glucose is 180-250mg/dl. He did not have symptoms of high blood glucose at the time of the er1 message. He did not compare the confirmation dot to the vial color chart.